Event description:
On (B) (6) 2004 - the pt underwent hernia repair procedure with mesh implant. On (B) (6) 2008 - the pt complained of abdominal pain, and underwent exploratory abdominal surgery. The surgeon noted the mesh had rolled over onto itself and noted adhesions, a partial mesh explant was performed. The pt recovered well. On (B) (6) 2009 - the pt underwent another abdominal surgery and the rest of the mesh was removed. The pt had a post-operative staph wound infection, underwent vna dressing care. On (B) (6) 2010 - the pt's wound is now healed.

Manufacturer narrative:
Davol has contacted the doctor involved in the case, who would provide only limited add'l info. Doctor agreed to forward contact info to pt. Pt contacted davol and provided add'l info. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.